Event description:
It was reported that stent dislodgement occurred. A 2.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, the stent came off the balloon while it was being delivered to the lesion, while in the guide catheter. The stent was removed intact from the guide catheter with no patient complications were reported.

Manufacturer narrative:
Updated b5: describe event or problem. Updated e1. Initial reporter title, initial reporter first name, initial reporter last name, and initial reporter phone

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, the stent came off the balloon while it was being delivered to the lesion, while in the guide catheter. The stent was removed intact from the guide catheter with no patient complications were reported. It was further reported that the 90% stenosed target lesion was located in the non tortuous and mildly calcified 2nd diagonal branch. The guide catheter was flushed on the table and the entire undeployed stent came out of the guide catheter.